Manufacturer narrative:
The instructions for use for the ijs-e system includes the following warning: "the device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing." The patient is an elderly man who, according to testimony from the surgeon, likely fell in the aftermath of the initial procedure, stressing the implant and resulting in failure of the device. As such, the surgeon simply opted to perform a partial revision to replace the broken component and restore functionality of the ijs construct. Aside from the need to perform revision surgery, no additional harm was reported to have come to the patient as a result of this failure.

Event description:
An implanted ijs-e (internal joint stabilizer - elbow) broke at the base of the boom arm one week after initial implantation.